Manufacturer narrative:
Product ID 977a260, lot# unknown, product type: lead; product ID 97791, lot# unknown, product type: accessory; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. A supplemental MDR will be submitted when analysis is available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-dec-16 from the health care provider (hcp) via a manufacturer representative reporting that the patient had high, red, do not use impedances on electrodes 8, 9, 10, 12, 13, 14, and 15. The lead was repositioning in the battery without successful resolution. The entire leads were replaced. It was reported that all was functioning well now. No further complications were reported.

Manufacturer narrative:
Analysis of the lead identified that all conductors were broken 16.1 cm from the distal end and the braid was broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the right lead was out due to high impedances on everything except electrode 11. The patient denied any external factor causing the issue. The device was reprogrammed to cover the patient's pain while only using electrode 11 and the left lead. The patient was getting the desired parasthesia. No further complications were reported.